Event description:
IV plum pump abbott laboratories, with continuous drip of integrilin for acute coronary syndrome infusing. Data screen went black-display not visible & would not return. Wall outlet functional. IV pump changed out & tagged for repair.